Event description:
Customer reported receiving an error alarm on the insulin pump. In the alarm history, the insulin pump had also alarmed for a motor error, a bad battery, off no power, low reservoir, and no delivery. The insulin pump failed the displacement test during troubleshooting and alarmed for a motor error. Customer reported that the battery was not previously used and that the insulin pump had not been dropped or bumped. She stated that the insulin pump had been through the body scanners at the airport. She was assisted in clearing the alarm and stated that she was not able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.